Event description:
Ous MDR - it was reported, that after an implantation period of approx. 61 months during a scheduled fu oversensing on the rv channel and an increased rv pacing threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. All fragments were received for analysis. The distal lead fragment was slightly stretched. The shock coils were both deformed. In the area of the rv shock coil the conductor cable to the ring electrode was found pulled out of its lumen. Tissue residuals were noted at the rv shock coil. These findings indicate an increased ingrowth of the lead. Furthermore around 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observations reported in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages, it cannot be excluded that an increased ingrowth affected the leads motion. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.